Event description:
The device was returned for analysis.

Manufacturer narrative:
On (B)(6) 2022 the customer alleged for high blood glucose and device under delivery. The test p-cap locks properly in place in the reservoir compartment noted, however, retainer ring damage was noted. Device received with battery tube threads - cracked, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, label damage, cracked retainer during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Device history does not begin until 3 months following the event date, unable to perform full review of the device history on the event date of (B)(6) 2022, cannot determine no unexpected alarms/suspends, multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.0874 inches. Device was cut open to perform visual inspection and found moisture damage on electrical board 1 and in corroded battery tube. In summary, device passed all required testing. Unable to verify customer alleged for high blood glucose. Customer alleged for the device under delivery unknown. Retainer ring damage confirmed. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was greater than 22 mmol/l at the time of the incident. Customer was treated with insulin pen. Customer was unable to perform high pressure test. Auto-mode feature was active. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.